Event description:
Promus (B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient was admitted for subacute myocardial infarction. The 90% restenosed, 26x2.25mm, concentric, ,type b2, diffused target lesion with more than 2cm in length containing a lesion bend of <=45 degrees was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery with timi flow 2. Following pre-dilatation, a 28 x 2.25 promus premier¿ drug eluting stent was deployed to treat the lesion at 11 atmospheres. The distal lesion was dissected. Timi flow 3 was restored post-procedure. Visual residual stenosis rate was confirmed as 0%. In (B)(6) 2015, coronary stenosis occurred. Percutaneous coronary intervention (pci) was done and the outcome was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).